Event description:
The lay user/reporter (patient's mother) contacted lifescan alleging that the first digit is missing from the one touch ultra meter readings. The medical affairs specialist spoke with the reporter to obtain/verify the following information. In the middle of the night, the patient's father tested the patient on the reported meter. The patient obtained a blood glucose result of "15 or 18 mg/dl" and was given orange juice and crackers. At the time of the test, the patient did not have any symptoms of high or low blood glucose. At 6:30am the next day, the patient obtained a "15 or 18 mg/dl" so the patient's father gave him an early breakfast and no insulin shots. At 9:30am, the patient's mother tested his blood glucose. The patient got a meter reading that dispalyed an off center "I" with no symptoms. The patient's mother noticed that something was wrong with the meter's display and tested him on his second one touch ultra. The patient obtained a "hi" meter reading and was given 8 units of humalog. The patient's blood glucose reportedly decreased later in the day. The reporter realized that the meter was missing segments in the display when she verified in the owner's manual that if the meter read below 20 mg/dl, the meter would display "lo". The patient also noticed that the meter only displayed two 8's upon powering on instead of the three 8's. This complaint is being reported because the patient interpreted the meter readings to be low when it was missing the first digit of the reading. The patient was administered improper treatment and was found to be hyperglycemic later. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.